Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of entire drawer not detected on bus was confirmed by fse and subsequently confirmed in the dchu testing process. According to work order#: (B)(4) the fse reported that hh drawer 5.1 and 5.2 in auxiliary failed. The fse opened back of auxiliary to inspect and noticed the lights on t board were not all on. The fse noticed that the retractor bands seemed to be worn. The fse replaced both retractor bands and reseated all the connections. The fse ran full drawer test on both 5.1 and 5.2. The fse rebooted pyxis and back in application, customer logged in and recovered failures and then inventoried meds in both 5.1 and 5.2. No further issues were observed. During dchu visual inspection: p/n: 353844-01: it was found on both retractor bands that the flat flex cable had copper strands in short with adjacent copper strands showing signs of thermal damage. During dchu testing: p/n: 353844-01: the testing from dchu was not necessarily for both retractor bands due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a short between adjacent copper strands of both assy retractor dwr hh cubie (p/n: 353844-01) leading to thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5.1 not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.